Event description:
It was reported that a bone reamer became stuck in a dental implant, causing the need to remove the implant.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The bone reamer guide is inconspicuous. It was possible to loosen it without any problems. The problem described cannot be reproduced.